Manufacturer narrative:
(B)(4)

Event description:
It was reported "the extension line was found leak during used on the patient" the user changed to a different extension line. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the extension line was found leak during used on the patient" the user changed to a differnt extension line. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the extension line was found leak during used on the patient" the user changed to a different extension line. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for analysis. Signs of use were observed on the assembly. The catheter body was not returned. Initial visual inspection of the connector assembly revealed no obvious defects or anomalies. After failing functional testing, the connector assembly was further visually and microscopically analyzed and no obvious defects were observed at the juncture hub. The connector assembly was functionally tested per the instructions for use (IFU) provided with this kit which states, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." The distal ends of the metal prongs of the connector assembly were occluded, and water was injected through the extension lines using a lab inventory 10ml syringe. A leak was observed at the connection between the metal prongs and the juncture hub. A device history record review was performed on the reported batch and no relevant findings were identified. The IFU provided with the kit informs the user, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly". The customer report of a juncture hub leak was confirmed through investigation of the returned sample. Functional testing revealed a leak at the connection point between the metal prongs and the juncture hub of the connector assembly. A device history record review revealed no relevant findings. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.